Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room experiencing muscle stimulation. Upon interrogation, the pulse generator exhibited a mode switch. The device also exhibited an error message during interrogation. The device was reprogrammed and normal function resumed. The patient was in good condition and would be monitored.